Event description:
Information received by medtronic indicated that the reservoir had air bubbles anomaly that appear at beginning of tubing and next to quick release of sure-t sets. Customer had elevated blood glucose of 300 mg/dl. No harm requiring medical intervention was reported. The reservoir will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.